Manufacturer narrative:
Investigation findings: conmed linvatec received this hose for evaluation and confirmed the reported problem. A visual inspection found that the outer hose burst at the coupling end and the diffuser has damage. Further inspection identified repair of this hose by a third party as evidence by non-conforming parts (inner/outer ferrules) and markings on the device. The instruction manual for conmed linvatec handpieces warns the user of the following: ensure all attachments, accessories and hoses are correctly and completely attached to the handpiece. Always inspect hoses for signs of wear or damage. Do not use worn or damaged hoses. Replace immediately. Check all equipment for any air or nitrogen leakage. If leakage is noticed, return for service. The customer will be provided additional education on the care and maintenance of this device.

Event description:
The customer reported that during testing of this hose at a setting of 100 psi, the hose burst and whipped around stinging the doctor and surgical technician. There was no serious injury but there was a ten minute delay to replace the hose to complete the surgery.